Manufacturer narrative:
(B)(4). Concomitant medical products - unknown nexgen femur and unknown nexgen tibial tray. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to pain and locking screw loosening. During the surgery, surgeon pulled the screw out with finger tips and tried to put the screw back in place but it locked up and backed out. Subsequently the surgeon used a midas to cut head of screw which caused too much heat and the cement loosened, as a result all components except the patella had to be removed and replaced.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: the tibial component was returned still assembled with the taper stem plug and the seized locking screw. Heavy damage was noted near the screw hole on the tibial component and on the screw itself. Reported information states that during the revision surgery for screw loosening, the surgeon reassembled the locking screw in order to connect to the taper stem plug and then could not remove the locking screw as the head was noted to be stripped. The device history record was reviewed with no anomalies / deviations identified. The root cause is considered to be user error as the device was re-inserted after being loose in the knee. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.